Manufacturer narrative:
The insulin pump received with broken battery tube threads. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 127 mg/dl. The customer reported that the battery cap was taped over the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised that to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned fro analysis.